Event description:
Customer reported via phone call to have high blood glucose of over 480 mg/dl, which was treated with a bolus delivery. Customer had symptoms of tiredness and headache. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was found that cannula was bent. Customer was advised to change infusion set, reservoir and insulin. Customer was also advised that other sample cannula would be sent due to bent cannula.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.